Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that for the circumstances that led to the ins movement, there were no falls nor change in the patient's activity. No change to programming either. The patient did not know what happened. Patient met with the manufacturer representative (rep) who located the device after a few minutes. The issue had not resolved. The following week, patient received an error message rm04 and called yet again. This time patient was told when this occurred to remove the battery pack and put it back in. No further complications were reported.

Manufacturer narrative:
Event date is an estimate (month/year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a couple of weeks ago she was charging her ins and she received an error message; the pt couldn't recall the message. During the call, the patient reset her controller and attempted to start an ins charge session. Her controller showed "poor charge quality. Try again." She had gone through this process multiple times throughout the past 2 weeks for 30+ minutes at a time and she had not been able to charge her ins. Recharger was not connecting to implant. No patient symptoms were reported. No further complications were reported. Additional information was received from a consumer regarding a patient with an implantable neurostimulator (ins) reporting that they received the replacement rtm but they were continuing to get system problem rm03, and it was confirmed this was the error that they could not recall the specifics about previously. They met with a manufacturer representative (rep) the day prior to report and found out that their ins had moved and that is why the patient was having a hard time finding the ins to charge the ins. They now know where the ins is to be able to charge it. A replacement controller was sent to the patient. No further complications were reported or anticipated. No impact to the patient or their symptoms were reported.